Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] high-frequency output [inspection] appearance based on the physical investigation result and review of device history record, the exact cause of the event couldn't be exclusively identified. From the physical investigation result and past cases, it is likely the probe broken occurred by the following mechanism: 1) when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4) a load was applied to the probe and it broke. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the user facility noticed an abnormality (broken) in the tip probe in the abdominal cavity and several errors occurred (error code is unknown) during a laparoscopic gastrectomy procedure. The user facility states as follows, - concerned that it would remain of the probe tip inside the trocar at the time of removal, the probe tip was intentionally broken in the abdominal cavity and dropped off. - after that, the dropped pieces were collected. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - lot 17k supplementary information was 13. - the probe broke 12 mm from the tip. - there was a scratch around the broken part of the probe. - the coating of the probe around the scratch was partially peeled off. - when observing the fracture surface of the probe, it was found that the fracture progressed starting from the scratches on the probe. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.